Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was feeling nauseous. The patient¿s cgm was reading 57 mg/dl, and the bg meter was reading 36 mg/dl. There was no documentation of the patient treating herself for the bg meter reading of 36 mg/dl (verified via call review by ts). The patient then drove herself to the emergency room (ER). At the ER, the patient¿s bg meter reading was 42 mg/dl. No cgm comparison value was reported. Again, there was no documentation of any medication or treatment being provided to the patient for her hypoglycemia (verified via call review by ts). The patient was hospitalized for three days for observation. Her bg meter readings were monitored by a bg meter during her hospitalization and the patient did not compare these values with her cgm device. The patient was discharged on (B)(6) 2025 while a bg meter reading of 130 mg/dl. It was reported that the patient¿s cgm value ¿returned back to normal¿ as well. The patient drove back home and continued to wear the same sensor for the 10-day duration. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.